Event description:
I am a user of the medtronic minimed "lot 8" quick-set infusion sets that were recently recalled. I got a package in the mail today 7/20/09 with replacement supplies and an urgent recall notice that is dated 7/10/09. Meanwhile, on two days prior to original date, I had an episode where I had a sudden onset of dizziness, shortness of breath, and extreme nausea. I felt like I was in dka, however, my blood sugar reading was 135 and I was negative ketones in my urine. Shortly after, my blood sugar quickly rose to 240 and upon getting a correction bolus through my pump, got a "no delivery" error from my pump. I went through the normal protocol and changed my infusion set on my pump. However, I am pregnant and this could've been a much more serious situation. If minimed knew about this on the date recall was noticed, then why did I not get a letter until 10 days later? May be a telephone call informing me to stop using these infusion sets and alerting me that I would be getting a letter would have prevented this. Dates of use: 2009. Diagnosis or reason for use: insulin dependent diabetes.